Event description:
User facility reports incident in which pt was diagnosed with hemolysis post dialysis treatment. Unit clinical manager reports that this event occurred due to the bloodline being pulled too light between two tubing clips on the face of the machine. When the line was pulled tight it caused a fold in the tubing at the bottom of the clips. The actual complaint sample was discarded at the time of the event and the lot number is not known. Facility staff confirmed that there was no quality issue on the bloodline. This issue was determined to be caused by user error.